Event description:
Vena cava filter being passed and a kink in the line occurred that prevented the filter from passing. Second vena cava filter was being passed and the filter perforated the sheath.====================== manufacturer response for vena cava filter, cook, celect vena cava filter femoral approach (per site reporter): just notifying the rep.